Event description:
Additional information was received from the manufacturer representative (rep) reporting that this report was a submission error. The rep was exploring the reporting application simply for demo practice and was just pressing buttons. This was not an actual event.

Manufacturer narrative:
Additional information received confirmed this was not actual event. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at the clinic visit on (B)(6) (B)(6) 2023, the patient experienced loss of optimal therapy including zapping. Contacts 8,9,10,11 were >10k at 0.7v. No known occurrence to cause the zapping or impedances. The patient has 2 leads but only 1 lead was replaced on (B)(6) 2024. The lead removed was either lot #0210817910 or 0210839469, it was unknown which lead was explanted. Issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# unknown serial# implanted: (B)(6) 2016. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, e2 phone number: (B)(6). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.